Manufacturer narrative:
PMA/510(k)#: k011369, k122558. (B)(4). Investigation summary: the customer issued a complaint for a detached device detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Investigation conclusion: investigation was conducted with pictures/analysis report provided by the customer without need of physical sample/samples provided by customer. This sample is/ these samples are kept for any further need. Root cause description: based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process. Rationale: complaint is unconfirmed.

Event description:
It was reported that ultrasafe x100l png teal nvs stein detached from the syringe. This was discovered before use. The following information was provided by the initial reporter: syringe detaches from nsd.